Manufacturer narrative:
H3: analysis of the battery pack s/n (B)(6) revealed that it was scrapped due to icecream being spilled on the controller. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). The indications for use were fbss leg/back and spinal pain. It was reported that the patient stated their controller stopped working and won't charge or turn on even after plugging into the ac power supply and resetting the controller. The patient stated there was ice cream spilled on the controller. When the manufacturer's patient services specialist (pss) asked for the event date, the patient stated they think 2 days ago. An email was sent to the repair department to replace the battery pack and controller. No patient symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: m995402a001; serial# (B)(6); product ID: 97745; serial# (B)(6); product type: programmer, patient h3. Analysis of the patient programmer identified non-conformances beyond normal use. The main board was replaced due to corrosion/liquid damage causing charging, power, and connection issues. The front case was cracked, causing case separation, charge issues, power loss, and a blank/white display. D10 continuation, h3, and h6 corrected in this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.